Event description:
It was reported that during central processing, it was observed that the plastic part holding the tip of the fenestrated bipolar forceps instrument was burnt. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when asked if arcing was observed the customer stated that it was noticed by sterile processing department, the arcing occurred after the surgery. The arcing grounded on the plastic next to the jaw. Bipolar energy was being activated when the arcing event occurred. The instrument was connected properly. The settings used on the generator were cut:4 and coag:4. It is unclear how long the instrument had been in use before the arcing event occurred. A mega suturecut needle driver instrument was also in use at the time of the event. There were no instrument collisions that occurred. The reporter stated they were not sure if the instrument tips were in contact with tissue at the time of the arcing event. There were no clips or staples used during the procedure that the device would have come in contact with. The jaws of the device were not immersed in liquid. It is unknown what the surgeon believes caused the arcing event. There was no patient injury, and the patient has not returned to the hospital with any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.